Event description:
On september 20, 2010, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA with the following information: title: xxxxx. Event desc: while a robotic prostatectomy was in progress, the permanent cautery spatula was in use. The tip broke off in the abdomen and had to be retrieved. Device usage problem: other .

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned (post-evaluation) or if additional information is received.